Event description:
The pt received an scs system including an ipg on (B)(6) 2010. It was reported that she is experiencing difficulty initiating stimulation using her programmer. In an effort to resolve this matter, a replacement programmer wand was shipped to the pt. No further info is available at this time as all attempts to confirm resolution have been unsuccessful. According to the MFR's registration records, the pt's ipg remains implanted.

Manufacturer narrative:
This serial number was part of a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.